Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and mesh was used. The patient experienced pain, discharge, and bleeding. It was reported that the duration of implanted was 17 years. The mesh was explanted on (B)(6) 2025. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H6: component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Were any concomitant procedures performed? When did the bleeding occur? What was the source and triggering event of bleeding? What was the volume of blood loss? How was the bleeding treated? Please provide the onset date/time of pain from the initial procedure (# of post-operative days). Location and character of pain? Is there any specific activity that precipitated the pain or eased the pain? Please describe any medical intervention given for pain management including medication name and results. Please provide the surgical findings of the mesh explantation performed on (B)(6) 2025. Were there any deficiencies or anomalies noted with the device prior to, during or after the procedure? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Product code and lot number? Will product be returned? If so, please provide the return date and tracking information.